Manufacturer narrative:
Citation: vincent f et al. Ultrasound guidance to reduce vascular and bleeding complications of percutaneous transfemoral transcatheter aortic valve replacement: a propensity score-matched comparison. Journal of the american heart association. 2020; 9(6):e014916. Doi: 10.1161/jaha.119.014916. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparative analysis of clinical outcomes of patients undergoing transcatheter aortic valve replacements with fluoroscopy or ultrasound guidance. All data were collected from a single center between june 2013 and december 2018. The study population included 546 patients (predominantly female, mean age 82 years), 51 of which were implanted with a medtronic corevalve transcatheter valve and 58 of which were implanted with a medtronic evolut r transcatheter valve (no serial numbers provided). Among all patients, it was reported that the 1-year survival was 80% in the ultrasound-guided group and 86% in the fluoroscopy-guided group. No further details about the deaths were provided, and multiple manufacturers were noted in the literature. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: vascular complications, major bleeding, aortic dissection, annular rupture, aortic rupture, cardiac tamponade, hematoma, pseudoaneurysm, arteriovenous fistula, left ventricle perforation, acute kidney injury, and moderate-severe paravalvular leak. Multiple manufacturers were mentioned in the literature. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.